Event description:
It was reported that the patient received a left tha. Subsequently, the patient experienced delayed wound healing an unknown amount of time after the initial procedure. As a result, the patient underwent wound scraping with an 18-gauge needle at 2 separate appointments of unknown dates. The issue was reported as resolved. No further patient impact reported. No additional information is available.

Manufacturer narrative:
A2: the patient was reported to be 52 years old. D6a: unknown date in 2020. D10: alteon ha collared stem size: 3. Alteon cup, cluster-hole 50mm. Alteon neutral liner. Non-exactech femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.